Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
On an unreported date, the patient experienced a breach in aseptic technique which caused peritonitis. The home patient was hospitalized for the peritonitis. The patient was treated with antibiotics (type, dose, frequency, and route unknown). Per the registered nurse, the peritonitis was not related to baxter solutions, devices or disposable products. Specifically, there was a breach in aseptic technique. The patient is recovered from the peritonitis. No additional information was available at the time of this report